Manufacturer narrative:
This claim was reported as a duplicate; reference MDR# 2023826-2019-01777 for the original complaint event. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/091 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. The surgeon reports excessive vault. The lens remains implanted, the reporter noting, "due to the stable condition, the surgeon decided to make close follow-up." The cause of the event is reported as unknown.